Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the bd nexiva closed IV catheter system extension tubing disconnected from the hub.

Manufacturer narrative:
The reported lot # [8142584] was not found for the reported catalog # [383516]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system extension tubing disconnected from the hub.